Event description:
It was reported that exit block was noted. The left ventricular lead exhibited a capture anomaly. Fluoroscopy confirmed that the lead was dislodged. The device was reprogrammed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.